Event description:
Medtronic rapidcross angioplasty balloon was removed from the sterile packaging. Operator noticed that the balloon would not purge air normal during the standard burping process. Further inspection of the hub reveals that there is a crack in the hub of the inflation port.